Event description:
On 04/16/2025, it was reported by a sales representative via (B)(6) that (qty. 2) of an ar-8741-40 driver, t10 hexalobe, beveled ft driver tips were broken off when attempting to remove screws. This was discovered during the case. The case was completed by removing one of the two screws with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event description, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. Specifically, the failure may be attributed to improper bone preparation and/or prying or leveraging the screw during use. Since the complaint device was not returned and no evidence of the failure was provided, neither a physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.